Manufacturer narrative:
The customer¿s experience of the device not alarming when the infusion completed was confirmed. The pcu event log shows the user programmed a delayed start with no callback after. The pcu event log shows pump module s/n (B)(4) was in use and infusing ½ sod acetacte + add (drugid 10) at a rate of 4ml/hr. At 2:28 am, the user programmed a delay for 30 minutes. The default call back option is set for none. The device is now in standby. At 2:58 am, the delay completes and the infusion is started. At 4:44 am, the primary infusion completes and the infusion is stopped. A delayed start infusion assumes that there are other infusions running to keep the vein open (kvo) and therefore kvo is not needed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the alaris device did not provide an audible or visual alarm to indicate that the tpn infusion was completed in the nicu. There was no patient harm.